Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: voyager; guide wire: bmw; inflation: dolfin; guide cath: vista; sheath: arrow; stent: xience v. Evaluation summary: the xience v rx stent delivery system (sds) was not returned. Analysis of the returned stent implant noted blood and contrast, suggesting the device had been prepared for use and advanced into the body. The entire length of the stent implant was mangled, which is consistent with retrieval with a snare device. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. Since there was no report of any damage to the sds or stent implant prior to use, this suggests a product quality deficiency did not contribute to the reported difficulties. The manufacturing records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It is possible the reported mildly tortuous lesion contributed to the stent implant becoming disrupted on the balloon during advancement, then during retraction of the sds, the stent became dislodged as it interacted with the tip of the guiding catheter, though this cannot be confirmed. The stent was then removed by a snare device. A definitive cause of the stent dislodgment cannot be determined, however, the stent damage and removal of a foreign body are related to operational context. All stent delivery systems are 100% inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Event description:
It was reported that after predilatation was performed and during introduction of the stent delivery system, the stent dislodged from the balloon in the left main, and was retrieved by snare. The stent implant was noted to be deformed. The patient was treated with a xience v stent with no patient adverse effects were reported. No additional information was provided.